Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the s5 console. The incident occurred in london, united kingdom. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that an s5 pump gave a motor controller error message during bypass. Customer was not able to turn the pump via the dial, no revolutions possible. There was no patient injury.

Manufacturer narrative:
Technician inspected the unit and could not reproduce any issue. However, the boards in the pump were replaced as a precaution. Functional tests were performed according to tsi and unit was returned to service. They use the s5 device every day, so it was not possible to get a serial read-out. A device service history review has been performed and identified that the unit was manufactured in 2018 and no other similar event has been reported, neither concerning trend has been identified. Based on all the gathered information and the review of service manual, the reported issue could be related to temporary electrical failure definitively fixed by service technician throughout the boards replacement. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Event description:
See initial report.

Manufacturer narrative:
D.4. Item code, sn and UDI of the pump have been provided and relevant fields updated. H.4. Sn of the pump have been provided and relevant field updated h.11. The pump has been removed from the customer premises. Technical service was unable to reproduce the fault code/alarm and will further investigate the pump. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.